Manufacturer narrative:
The device has not been returned to the MFR, at this time, for evaluation. A lot history review (lhr) of reyb1654 showed no other similar product complaint(s) from this lot number.

Event description:
They informed that they have had breakage of the catheters with the out flow of liquid and irritation of patients skin. For this reason they have to intervene with a medical treatment with a prolongment of the hospitalization periods. No samples available.